Event description:
During shift check, the customer reported that the fully charged autopulse li-ion batteries (s/n , (B)(4), (B)(4), (B)(4) does not power on the autopulse platform. The batteries successfully charged on an autopulse multi-chemistry charger and were noted to have all 4 green led lights illuminated upon statuses checks. No patient involvement. Please see the following related MFR reports: MFR (B)(4) for the autopulse li-ion battery (sn (B)(4) . MFR (B)(4) for the autopulse li-ion battery (sn (B)(4) .MFR (B)(4) for the autopulse li-ion battery (sn (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.